Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open sore under his left breast. The patient's physician recommended to use neosporin. After using neosporin and adjusting the lifevest away from the area the irritation improved.